Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the single board computer, image processor and video controller, and generator interface pcbs. The software was also upgrade. The system was tested and found to be operating as intended and released to the customer for use. Filed with incorrect MDR number: 1720753-2007-03040.

Event description:
He ge oec 9800 fluoroscopy system had no images displayed on both monitors. Then the system would lock up. No other information available. There was no adverse pt involvement reported. There was no pt information reported.